Event description:
The physician reported that due to inappropriate shock therapy associated to the subject lead, a re-intervention was performed and another lead was implanted. This isoline lead was left in-situ.

Manufacturer narrative:
Refer to the attached analysis report.

Event description:
The physician reported that due to inappropriate shock therapy associated to the subject lead, a re-intervention was performed and another lead was implanted. This isoline lead was left in-situ.